Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture/ silicone migration was received on jan 17, 2025. With lot number 3678037. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Rupture: missing piece of shell assessed as inconclusive. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.